Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Reportedly, the customer stated the low bg could have been due to going to be with a bg level of 80 mg/dl, which was a fairly low bg for the customer. As the customer was sleeping, the contact awoke the customer and provided food to treat bg. Recommendation was made to consult with healthcare provider regarding bg level.